Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing of ectopics and undersensing resulting in false pause classification. It was further reported that the icm experienced oversensing and undersensing during tachycardia episodes. The icm remains in use. No patient complications have been reported as a result of this event.